Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working as intended. Upon inspection, the right cylinder was ballooning. Two weeks later, the cylinder was replaced. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. Inspection of the cylinder identified that a bulge was present with excess air between the inner and outer tubes. Wear was found at a fold in the middle and proximal parts of the cylinder, and broken fabric threads were identified at the proximal end. The cylinder kink resistant tubing (krt) was worn to the filament. Based on the information available, the reported device observations were confirmed.

Event description:
It was reported that the patient presented with an inflatable penile prosthesis (ipp) that was not working as intended. Upon inspection, the right cylinder was ballooning. Two weeks later, the cylinder was replaced. There were no patient complications reported.